Manufacturer narrative:
Zimmer biomet complaint number (B)(4); product location is unknown.

Event description:
It was reported that the patient presented with a loose crown. It was found that the screw (mhlas) had loosened. The doctor removed the loose screw and placed another screw.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
We were unable to contact the customer in order to verify if the returned device that was verified not manufactured by zimmer biomet is the complaint device. As result this final medwatch is being submitted based on investigation results of the returned x-rays. The returned x-rays show two implants in their respective surgical sites. The screws could not be identified from this image, nor were any signs of loosening detected. No lot number was provided. Therefore, a device history review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems 4894i. Rev 3-07/09. Information identified: seating of prosthetic components internal hex or octagon components to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon. The complaint is non-verifiable. A root cause cannot be determined. (B)(4). Changed "no" to "yes".

Manufacturer narrative:
During of the investigation on the returned product, it was found that the device was not manufactured by zimmer biomet. As a result, submitted on jun 13, 2018, is no longer considered reportable event by the manufacture and no further reports will be submitted. The device is a competitor product. Upon visual inspection during the investigation, the abutment screw could not be identified as a zimmer biomet. This is being submitted as additional information to the prior report after confirming that this was not a zimmer biomet product.